Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device the discrimination algorithm inappropriately detected an supra ventricular tachycardia (svt) episode as a ventricular tachycardia (vt) episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. Analysis of the device memory had an observation relating to svt detection. If information is provided in the future, a supplemental report will be issued.